Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "several staples are fired at the same time and are impossible to use". Additional information received states that "there was no clinical consequence for the patient, no additional intervention". The patient status is reported as "fine".

Event description:
It was reported that "several staples are fired at the same time and are impossible to use". Additional information received states that "there was no clinical consequence for the patient, no additional intervention". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming-multiple staples firing was confirmed based upon the sample received. During the fourth attempt to fire the stapler into the simulated skin pad, a fully formed staple and an unformed staple released simultaneously. The sample was disassembled. Die casting were observed anomalies on the forming tool. No flash was discovered in the cover block. An investigation within teleflex was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.